Event description:
A customer reported receiving higher readings from the freestyle libre 2 sensors compared to readings obtained on a competitor brand meter. The customer experienced a seizure and loss of consciousness, and a healthcare professional was called to their home. Upon arrival, the customer's blood pressure and glucose levels were checked and they were found to be hypoglycemic, requiring treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.